Manufacturer narrative:
No further patient information is available. The field service representative (fsr) inspected the instrument and observed bubbles in the cuvette wash pump bellows and the internal probe wash pump a bellows. The fsr replaced the bellows and resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The bellows, bellows only (rohs), part number: 2-89054-02, was determined to be the cause for the issue. A review of the service history for the analyzer identified no contributing factors and no additional tickets associated with discrepant/erratic results have been reported. A review of manufacturing documentation and trending data for the bellows identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained falsely elevated architect total bilirubin results while using the architect c16000 analyzer. Sample ID: (B)(6) generated 260 and 9 umol/l. No impact to patient management was reported.